Event description:
Medical examiner states the cause of death to be excess insulin. He feels the pump functioned normally. He will speak with the family about having the pump returned to animas for further evaluation.